Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was unknown at the time of incident. The customer's daughter also reported that the insulin pump alarmed battery out limit after battery change and no delivery. The customer's daughter stated that the batteries were out greater than duration allowed by the insulin pump. The customer's daughter reported that the no delivery alarm was resolved by a complete set change including the reservoir. The insulin pump will not be returned for analysis.